Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. ¿it was reported that approximately 2 months post-op, a screw fracture was confirmed. Since the patient is asymptomatic, no removal surgery is under consideration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.